Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated for the past 2-3 days (400-500mg/dl). Customer treated elevated bgs by administering manual injections and changing out supplies.